Manufacturer narrative:
The pump was returned to animas for evaluation. The up and down arrow buttons on the keypad were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
Patient reports that the arrow buttons are not responding consistently to button presses. Patient reports she has to press hard on the buttons to get a response. Patient cleans pump with a q tip and water. Patient wears the pump in undergarment against body.